Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport balloon dilation catheter was used in the upper ureter during an upper urs procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst inside the patient. Reportedly, the transparent balloon portion of the device that detached was not retrieved and was left to pass naturally. The procedure was completed with another passport balloon dilation catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a passport balloon dilation catheter was used in the upper ureter during an upper urs procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst inside the patient. Reportedly, the transparent balloon portion of the device that detached was not retrieved and was left to pass naturally. The procedure was completed with another passport balloon dilation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. A visual examination of the returned complaint device found that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional analysis was performed by attaching the device to an encore inflation unit. Positive pressure was applied and leak was noted on the balloon due to a pinhole located at the proximal of the distal balloon bond. No other issues were noted on the device. This failure is likely due to an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Therefore, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.